Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that comfort curve strips were labeled with an expiration date of "9/25/11". The manufacturer's records show the actual expiration date to be 01/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. Reporter stated that the label is not legible in parts due to his daughter dropping the vial in water, but that the expiration date is very clear. A request was made for the return of the suspect device.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 279 mg/dl and 130 mg/dl. Customer drank orange juice based on the reading of 130 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.